Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced nausea, abdominal pain, discomfort and recurrent umbilical hernia.

Manufacturer narrative:
Additional information. Patient code: (B)(4) - surgical intervention additional narrative: it was reported that patient underwent removal of mesh (B)(6) 2018 by (B)(6) at (B)(6) due to umbilical pain.